Event description:
Healthcare professional reported through national breast implant registry (nbir) "suspected/actual rupture/deflation". This record is for the left side. Device was explanted, replaced and it is unknown if the device will be returned.

Manufacturer narrative:
No contact information was provided for the initial reporter; therefore, additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture.